Event description:
The patient reported that when she looked at the pump it was on the verify screen. The patient reported that the buttons were not responding to presses. The patient confirmed that the battery cap was new and was secured to the pump to resistance using a coin. The patient reportedly wore the pump in a pocket and did not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the bolus button was observed to be detached from the pump. The bolus button was stuck in the "on" position and prevented the keypad from responding to presses. The bolus button was released and the keypad became responsive to button presses. The keypad was removed and contamination was observed under all button contacts.